Event description:
When reused dialyzer is put into rinse on the baxter meridian device prior to the start of hemodialysis treatment, there is back flow up the saline line into the drip chamber of the saline line chamber into the saline bag. The cm expressed concern that the renalin will or could go into the saline bag, potentially resulting in the saline becoming renalin-tinged. This clinic does not change the saline bag prior to normal saline administration or rinse off post-treatment, therefore, the potential exists that renalin-tinged saline could be delivered to a pt if this saline were to be used. According to the cm, flow is occurring with every machine and every treatment, however, no testing has been performed to either confirm/not confirm the presence of renalin in the saline bag post-reused dialyzer disinfectant rinse. The cm reported there have been no pt reactions as a result of this issue.